Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a needle free hemodialysis tego connector. It was reported by the patient care technician (pct) about an issue encountered with a tego hemodialysis connector. On day 2 of use, the connector was reported to obstruct flow during hemodialysis (hd) treatment training for the patient. The obstruction contributed to abnormal arterial pressure readings, which subsequently resulted in arterial pressure alarms and treatment pauses prior to initiation on the dialysis machine. The issue was first identified during the vascular access hub line assessment and connector change, despite the use of new tubing sets. As a result of this complication, the patient¿s scheduled treatment was delayed by approximately 30 minutes. Additionally, the patient¿s wife reported difficulty when attempting to connect syringes, specifically noting that the syringes were hard to thread onto the connector. The operator of the device was the pct. There was patient involvement and no harm.